Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the pyxis server and was getting unable to authenticate error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access server. A technical support specialist reviewed the logs and identified that the user had entered an invalid password. Advised the customer to contact their information technology (it) team for a password reset, but the user continued to encounter the same error. The customer attempted to delete and re add the user, but the issue persisted. Tss logged in as test user and reset the user¿s password, then provided the updated credentials to the customer. The user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access the pyxis server and was getting unable to authenticate error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.